Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of air/water leak from the switch key was not confirmed. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: scratch n switch 4, chipped adhesive on the bending section cover, white-clouded are on the adhesive of the bending section cover, water removal ability did not meet standard value due to clogging of the nozzle, assorted scratches, wear on switch 4, loose mouthpiece and peeled adhesive around the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus air/water leakage from the switch key tops on evis lucera colonovideoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented, by following the instructions for use, which state: ¿chapter 3: preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function]: inspection of air/water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe, the endoscopic image. And confirm, that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.